Manufacturer narrative:
(B)(4). At the time of this report (also reported as an unknown date in the same month as the event onset), the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "patient used some soap instead of liquid soap," (the patient used bar soap instead of liquid antibacterial soap for hand washing). The peritonitis was manifested by abdominal pain. The patient was hospitalized for the peritonitis event and discharged five days after admission. Treatment for the event was unknown. Pd therapy was ongoing. The patient was recovered from this peritonitis event (unreported date, the same month as onset). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.